Manufacturer narrative:
Updated/corrected data: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the previously referenced transthoracic echocardiogram (tte) was performed 1 day following the emergency room presentation rather than 2 days following presentation.

Manufacturer narrative:
Continuation of d10: product ID: ls-enveor-2629-c; product lot/serial number: (B)(6); product type: loading system; product ID: enveor-l-c; product lot/serial number: (B)(6); product type: delivery system; product analysis: the product remained implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. H6. The codes present in section h6 correspond to multiple components / products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that prior to the valve implant procedure the baseline rhythm was first degree atrio-ventricular block with sinus rhythm. Following the valve implant, a post-implant electrocardiogram (ECG) showed left bundle branch block (lbbb). The lbbb was reported as related to the valve and implant procedure. One day following the implant of this transcatheter bioprosthetic valve, multiple episodes of supraventricular tachycardia (svt) and rapid atrial fibrillation (afib) were noted. Paroxysmal nocturnal dyspnea (pnd) was reported. As reported, the patient was hemodynamically stable. No treatment was prescribed. Approximately one week post-implant, an ECG showed first-degree atrio-ventricular (av) block. Worsening av block was reported. No symptoms were noted with the worsening av block. A calcium channel blocker was discontinued and a holter monitor was placed. Twenty-four days following the valve implant procedure the patient was transported via ambulance to the emergency room related to chest pain associated with dizziness. Hospitalization was required. The patient was tachycardic and hypotensive. It was also reported that transient hypotension and atrial fibrillation with a rapid ventricular response were observed. Treatment included medication which controlled the heart rate. Troponins were negative x3 and there was no evidence of a non-st segment elevation myocardial infarction (nstemi) via an electroca rdiogram (ECG). A transthoracic echocardiogram (tte) was performed 2 days later. The mean aortic gradient was 5 millimeters of mercury (mmhg), an effective orifice area (eoa) of 1.9 cm2, and no regurgitation recorded. Two days later the tachycardia and chest pain were considered resolved with no sequelae. Approximately 1 year and 3 months later the lbbb and worsening first degree atrio-ventricular block were considered resolved with permanent sequelae. No additional adverse patient effects were reported.